Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath and axium prime pusher. The axium prime implant coil was found stretched within the introducer sheath with the polypropylene filament broken. The distal end of the axium prime implant coil was cut and not returned for analysis. Testing/analysis: the axium prime coil experienced resistance when advanced out of the introducer sheath. The axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found were consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The customer report of ¿coil stretched¿ was confirmed. It is possible the damage occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance. The reported of ¿resistance/failure to resheath¿ is likely to have occurred due to the damaged implant coil. Customer reported the vessel tortuosity as minimal, devices were prepared per IFU, and the coil was cut (confirmed). Therefore, the root cause could not be determined. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil was stretched and encountered resistance. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the c6 segment of the right internal carotid artery with a max diameter of 4.4mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. No patient symptoms or further complications were reported as a result of this event. It was reported that after the embolization catheter was selected into the tumor, and the intracranial stent was half-deployed by the stent catheter, a piece of apb-5-15-3d-ss was selected to form a hoop. After the coil delivery sheath was inserted into the y valve, a short section of the coil was pushed and found that it could not be pushed, also could not be recovered. Therefore, after loosening the y valve and pushing out the embolism catheter together with the delivery rod, it was found that a section of the coil was stretched. After cutting off the stretched section with scissors, the not stretched section was also stretched. Therefore, another apb-5-15-3d-ss was opened and successfully inserted into the tumor. Then filled in two pieces of apb-2-8-hx-es embolism and deployed the stent. Angiographic tumor embolization was good. The surgery ended. The re ported device and any accessory devices were prepared as indicated in the IFU. Additional information received that there was resistance in the distal section of the catheter. The coil came out of the introducer sheath smoothly. The catheter was a medtronic product. The lot number was not recorded. There were no issues that resulted in the damage that was found.